Event description:
It was reported that the patient presented with diffuse abdominal pain along with nausea, diarrhea, and fatigue. A computerized tomography (CT) scan of the patient showed a large pericardial effusion in the right ventricular region and the patient was noted to have intermittent right-sided chest pain which had been resolved. Furthermore, an echocardiogram showed the large pericardial effusion as well, along with evidence for cardiac tamponade. A chest x-ray was also taken that showed the right ventricular (rv) lead had not shifted in position. It was also noted that the rv lead did not perforate and instead there was some slow oozing around the implant site at the tip of the lead which led to the slow growing effusion. Therefore, pericardiocentesis took place to resolve the issue on 30 dec 2021. The patient condition was stable before, during, and after the procedure.